Event description:
It was reported that a hole was found in the reservoir causing the system to fail. The ams700 inflatable penile prosthesis components were all replaced. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed. Additional information received that the customer does not know how the hole came about. The lot numbers are in the hospital archive and can't be obtained the patient had a total revision and is fine.